Event description:
Customer reported that she was hospitalized last month due to unexplained low blood glucose. Customer's last blood glucose reading was low. Customer stated that her insulin pump was alarming no delivery, but it was not beeping. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.